Event description:
It was reported that customer was hospitalized on (B)(6) 2015 due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 33.3 mmol/l. It was reported that blockage may have caused issue. It was reported that insulin pump and clamp would be sent in order for customer to be released from hospital. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.